Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device had stripped battery cap coin slot (p), minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the buttons difficult to push. The customer¿s blood glucose was unknown at the time of incident. The customer also report the battery compartment cover difficult to open and screen was scratched. The insulin pump will not be returned for analysis.